Event description:
Additional information was received from the patient. The patient noted they were having trouble with their lumbar ins. It did not make good contact when connected to the charging unit and frequently they would check their controller and the stimulator would be off and still have a charge. The patient saw rep, changed settings on stimulation, brought new charging cord, rep checked all prongs/connection, rep told pt to call if problem continues. The issue has not really been resolved, they think its their battery. They will have to wat until it needs to be replaced because this kind of pain is horrible. They noted they thought people should be in the hospital for 2 days on pain killers and in a bed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The patient was not feeling stimulation in their back. The pt was able to connect, but they did not think stimulation was turning on. During the call, the pt was able to connect to their implant and turn stimulation on. The pt checked their intensity. The pt stated they were at 4.0. The pt stated normally they were around 7. The pt increased stimulation up to normal and began to feel stimulation again. The pt would monitor the issue and would contact their managing hcp if needed. The pt mentioned they had always had trouble with their lumbar stimulator since the day it was put in. The patient noted they did not have any trouble with the stimulator in their neck but the one in their lower back was way too close to their spinal column almost on top of it.